Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was only partially confirmed. There was no b30 scope communication error during testing, however the image was found noisy due to a faulty internal component. Additionally, the button on the front panel was not functioning properly as a result of a faulty printed circuit board. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was not producing an image when connected to a 3d scope. According to the initial reporter, a b30 scope communication error was present. Reportedly, this event did not take place during a procedure. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the front panel buttons did not operate due to a defective printed circuit board. The root cause of the defective printed circuit board was unable to be identified. Additionally, the b30 error and loss of image was unable to be duplicated. The final root cause of the error and loss of image was unable to be identified. Olympus will continue to monitor field performance for this device.